Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient recently lost weight and the ipg had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was repositioned which resolved the issue.

Event description:
Additional information obtained identified the patient also experienced pain at the ipg site as the ipg was implanted over the sciatic nerve, the patient was prescribed a steroid pack and administered a si joint block to relieve the pain.